Event description:
Consumer reported via e-mail that upon removal of a tampon, the string separated from the pledget. She received assistance from her partner to manually remove the pledget from her vaginal cavity. She did not report having any medical attention or any adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.